Event description:
Reporting status: serious injury/permanent impairment. Reporting rationale: restenosis and total occlusion of the vessel. Device issue: none. It was reported that a percutaneous transluminal coronary angioplasty was performed for a proximal stenotic lesion and two graftmasters, a 3.0x16mm and 3.0x19mm were implanted to cover the entire length of the stenosis and aneurysm cavity. Coronary angiogram and ivus immediately after the procedure revealed the resolution of the stenosis and remarkable improvement of the blood flow. The patient was discharged in good physical condition 10 days after the procedure. Noninvasive examinations were carried out every 3 months. A follow-up was performed 9 months after the procedure. It showed total occlusion of the lad ptfe stents (timi 0) and coronary collaterals communicating with the left coronary system on selective right coronary angiography. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information; however, it was not possible to perform a thorough analysis on the device because there was no sample available. It was observed that an occlusion occurred in the graftmaster. This is a possible adverse effect listed in the instructions for use (IFU). Historical data shows these adverse events are extremely rare, but nevertheless cannot be excluded.